Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was monitored for 8 hours with 2.0 basal rates and functioned properly. No blank display or display anomaly noted during our testing. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip. No damage inside pump noted.